Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v806939, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient needs a MRI. The reason for the MRI was not related to the manufacturer device or therapy. The area to be scanned was the head / brain and possibly neck but caller was not certain. The caller reports the patient never had therapeutic effect. Caller state the therapy never worked for the patient so she stopped using it after about a year. She thinks the patient had several follow up appointments with doctor to try to get the device to work but she doesn¿t know the exact history. The patient had device implanted to help her void completely with the hopes of reducing the utis that the patient was getting but the device did not help with that. The patient had seen several kidney specialists to have some procedures done with hopes of helping. Caller was wondering if the patient should just have the device removed. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.